Event description:
Report blood glucose results of "330 mg/dl and 240 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The check strip test passed within specs. The test strips and control solution are being replaced.